Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient decreased their stimulation and the issue was resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient mentioned that they have a sensation on her thighs that is like "breathing" pt stated it is a sensation like stim is going up and down - pt stated they can see it on her skin that stim is going up and down a little bit. Pt stated that she noticed that her stimulation is up to 7.5 on one of her programs - pss suggested pt try to turn stimulation down - - pt stated that the intensity was at7.5 on program 3 and they thought that was higher than they usually had it at. Pt decreased stimulation down on program 2 - 3 and 4. Pss suggested that pt monitor her stimulation and contact her hcp if she is still having this issue.